Event description:
I was a couple of weeks into treatment and I complained about central nervous system and cognitive related issues. I could feel my nerves, began having hand tremors, was having cognitive issues, my depression was getting worse, and I was complaining of anxiety symptoms getting worse. The staff insisted that this is all normal or 'unrelated' after consulting with the supervising physician. The treatment itself was advertised to me as safe with minimal side effects and a less than 1% chance of a seizure. They claimed no other pts reported my experiences. We continued treatment and as my health declined, they maintained that the treatment could not cause it. They actually extended treatment beyond the FDA approved guidelines and implemented tms treatment for 12-13 wks. My symptoms became so bad that I lost work, had to obtain financial support from the government and family, and had to seek add'l medical treatment. Months later, I am still recovering with much financial and health consequences. The misleading statements, the extended treatment, and disregard for my health is what is motivating me to prevent tms from being misused again and harming other pts. FDA safety report ID# (B)(4).